Manufacturer narrative:
H3 - device evaluated by mfg?: it is unknown if the complaint device will be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that difficult advancement of the grey positioner to the top cap was experienced during an endovascular abdominal aortic aneurysm repair (evar) procedure for an unknown patient. As a result, it was impossible to retrieve the dilator and top cap, believed to be due to the covered stent of the iliac. The patient then required an open surgery. Additional information regarding event details has been requested but is currently unavailable.